Event description:
This report was received from global pharmacovigilance and is a spontaneous report by a baxter-employed nurse from (B)(6) of peritonitis coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2011, the patient began treatment with dianeal pd2 ultrabag (dose and frequency not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was unknown. On an unreported date in (b)(6 2011, a peritoneal effluent culture was performed. The result of the culture was unknown. The patient was not hospitalized for peritonitis. On an unreported date in (B)(6) 2011, the patient began remedial therapy with fortum (1gm in 2l of capd fluid bag during day time), neutromax (100ml of injection in 500ml of capd fluid overnight), and cifran (500mg twice a day). The outcome of the event of peritonitis was unknown. Dianeal therapy was ongoing. The nurse believed that the peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.